Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate erratic readings. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the reporter that on (B)(6) 2011 at around noon, she reported blood glucose results of '68, 105, and 108mg/dl' with the lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that thirty minutes after the reported issue began, 'she bolused based on the 108mg/dl' reading and a few minutes later, claimed to have developed symptoms of feeling 'shaky, dizzy and cold'. Shortly after, the patient reported self treating with 'juice and candy'. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be have a low biased at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.